Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('3 years of chronic pain'), autoimmune disorder ('autoimmune disorder') and coeliac disease ('celiac disease') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vitamin d deficiency ("vitamin d deficiency/ level is 21"), arthropathy ("joints disintegrating"), rash ("body rash"), allergy to metals ("nickel allergy"), migraine ("crazy migraines"), inflammation ("inflammation"), autoimmune disorder (seriousness criterion medically significant), musculoskeletal stiffness ("stiffness"), fatigue ("fatigue"), gene mutation ("gene mutation"), coeliac disease (seriousness criterion medically significant), eczema ("eczema"), arthralgia ("joint pain") and joint swelling ("joint swelling"). The patient was treated with cortisone and surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, vitamin d deficiency, arthropathy, rash, allergy to metals, migraine, inflammation, autoimmune disorder, musculoskeletal stiffness, fatigue, gene mutation, coeliac disease, arthralgia and joint swelling outcome was unknown and the eczema had resolved. The reporter considered allergy to metals, arthralgia, arthropathy, autoimmune disorder, coeliac disease, eczema, fatigue, gene mutation, inflammation, joint swelling, migraine, musculoskeletal stiffness, pelvic pain, rash and vitamin d deficiency to be related to essure. The reporter commented: patient took spinal injection for joint problems diagnostic results (normal ranges are provided in parenthesis if available): eosinophil count - on an unknown date: go down. Vitamin d - on an unknown date: 21. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-may-2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('3 years of chronic pain'), autoimmune disorder ('autoimmune disorder') and coeliac disease ('celiac disease') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vitamin d deficiency ("vitamin d deficiency/ level is 21"), arthropathy ("joints disintegrating"), rash ("body rash"), allergy to metals ("nickel allergy"), migraine ("crazy migraines"), inflammation ("inflammation"), autoimmune disorder (seriousness criterion medically significant), musculoskeletal stiffness ("stiffness"), fatigue ("fatigue"), gene mutation ("gene mutation"), coeliac disease (seriousness criterion medically significant), eczema ("eczema"), arthralgia ("joint pain") and joint swelling ("joint swelling"). The patient was treated with cortisone and surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, vitamin d deficiency, arthropathy, rash, allergy to metals, migraine, inflammation, autoimmune disorder, musculoskeletal stiffness, fatigue, gene mutation, coeliac disease, arthralgia and joint swelling outcome was unknown and the eczema had resolved. The reporter considered allergy to metals, arthralgia, arthropathy, autoimmune disorder, coeliac disease, eczema, fatigue, gene mutation, inflammation, joint swelling, migraine, musculoskeletal stiffness, pelvic pain, rash and vitamin d deficiency to be related to essure. The reporter commented: patient took spinal injection for joint problems. Diagnostic results (normal ranges are provided in parenthesis if available): eosinophil count - on an unknown date: go down. Vitamin d - on an unknown date: 21. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Event pelvic pain changed category non-serious to serious incident. Surgery, reporter was added. On (B)(6) 2020: new reporter, events: eczema, joint pain, joint swelling were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.